Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 5.1 cm - 5.6 cm from the distal tip, due to friction with another device, which could have caused the reported noise problem.

Event description:
It was reported that the right ventricular lead exhibited oversensing. The lead was explanted and replaced.